Event description:
It was reported that on literature review "experience of intertan intramedullary nail in treating 45 cases of intertrochanteric fracture of femur", one (1) patient suffered from malunion of coxa valga. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Experience of intertan intramedullary nail in treating 45 cases of intertrochanteric fracture of femur department of orthopedics, municipal people's hospital, shenzhen 518035, guangdong). Doi: 10.3977/j.issn.1005-8478.2020.18.24.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted one patient suffered malunion of coxa valga. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patient health status remains unknown. The clinical root cause of the reported malunion of coxa valga could not be further assessed. The patient outcome beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.